Event description:
The customer reported that during a laparoscopic pancreatectomy and splenectomy, it was noted that the ligasure handpiece was activated but would not seal. The surgeon disconnected and reconnected the device several times. However, the instrument would not work. A new handpiece was opened and used. The site was unable to provide any additional information on the incident. There was no pt injury.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.